Manufacturer narrative:
Product complaint #(B)(4) part returned. Reporter is a synthes employee. Device history lot: part # 04.210.116, synthes lot # 85p8785, supplier lot # 85p8785. Release to warehouse date: 28 jan 2021. Supplier: (B)(4). No ncr's were generated during production. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: this complaint was forwarded to manufacturing site for further investigation. Please find the summary of the investigation outcome below: the product photo review supports the complaint description in which the package does not contain any items, and is sealed on both ends. A review of the device history record for this part and of the product photos show the package went through the appropriate operation to be packaged, through the flow inspect/pack operation. The packaging operation is a manual operation in which the operator is required to physically place the material into the bag and press a foot pedal to activate the machine to seal the bag. Following communication with the operator who performed the packaging operation, the assignable cause is determined to be man: omission error in which the operator missed the step of placing the product into the package prior to sealing and was unaware. Production risk management document for hazard: ¿¿incorrect packaging¿¿ for etq code ¿¿packaging : incorrect¿¿ due to root cause ¿¿part not placed in bag prior to sealing¿¿ has severity listed as three (3), surgical delay ¿ moderate. The probability of occurrence of harm is listed as. The issue has already been identified and appropriate actions have been taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the package was delivered empty. This complaint involves one (1) device. This report is for one (1) 2.4mm ti va locking screw stardrive 16mm. This report is 1 of 1 for (B)(4).